Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the customer complained of inaccurate sensor readings. The customer said that the sensor glucose (sg) readings were different from blood glucose (bg) readings. The customer provided the below set of examples date time sg value bg value. A. (B)(6) 2024, sg -187 mg/dl, bg - 340 mg/dl. B. (B)(6) 2024, sg -149 mg/dl, bg - 56 mg/dl. The issue was escalated to next level support who reviewed the system performance and observed deviation, due to which the return material authorization (RMA) was issued for sensor replacement.

Manufacturer narrative:
The initial investigation was performed on customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. The examples shared by the customer were not found in dms. However, the initial investigation revealed that the sensor performance had deviated from the normal behavior. To further investigate the issue and to determine root cause, the return material authorization (RMA) was issued for sensor replacement. Upon receipt of sensor (B)(6), a visual inspection was done and it was found that the chemical component of the sensor was partially missing from front and back of the sensor. Most likely, this happened during removal procedure and the clamps would have likely caused damage to the chemical component. Functional testing of the returned sensor did not reveal any performance malfunction. The failure mode (sensor performance deviation) could not be reproduced via the in-house testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A further review of the case information revealed that the customer had also reported infection at insertion site around (B)(6) 2024. The customer reported that a lump was formed under the skin at insertion site. This would have likely caused or contributed towards the sensor inaccuracies/ performance deviation. The infection incident was reported under complaintrec(B)(4). This incident does not require any further investigation. B4.date of this report 02 august 2024. D9 device available for evaluation? Yes on 07/02/2024. G3.date received by the manufacturer? 02 august 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.